Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant where the ICD device and right ventricular (rv) lead were explanted due to a product performance anomaly. The device and rv lead were successfully replaced with new device and rv lead. No additional adverse patient effects were reported. Subsequent additional information was received that reported the ICD and rv lead was explanted due to high out of range shock impedances. During lead extraction, the rv lead coil broke off in half. The physician abandoned half the rv lead in the patient and replaced it with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was surgically abandoned and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information that indicated during lead extraction, the rv lead coil broke off in half, it can be concluded that use error factors most probably contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant where the ICD device and right ventricular (rv) lead were explanted due to a product performance anomaly. The device and rv lead were successfully replaced with new device and rv lead. No additional adverse patient effects were reported. Subsequent additional information was received that reported the ICD and rv lead was explanted due to high out of range shock impedances. During lead extraction, the rv lead coil broke off in half. The physician abandoned half the rv lead in the patient and replaced it with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a full system explant where the ICD device and right ventricular (rv) lead were explanted due to a product performance anomaly. The device and rv lead were successfully replaced with new device and rv lead. No additional adverse patient effects were reported.